Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed on the device with no issues. The integrity of the seal surface was tested and no leaks were noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap transfer set could not connect to the titanium adapter. This occurred when the customer changed the transfer set. There was no patient injury or medical intervention associated with this event. No additional information was available. This is complaint 1 of 2